Manufacturer narrative:
Device 1 of 3. Evaluation: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ipg failed auto testing for impedance measurements. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ipg failed the auto testing portion for impedance measurements only which does not have an effect on stimulation and would not have caused the alleged symptom. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Ref: MFR reports 1627487-2009-00221 and 1627487-2009-00222. The patient has an scs system consisting of an ipg and 2 leads. The patient reported that on the evening of (B) (6) 2007 after rising from her chair, she experienced a severe shocking sensation from her scs system that she said felt like it traveled through her whole body. The patient reported she managed to get to her magnet to turn the system off, but is too terrified of that pain to turn her system back on again. The physician explanted the system on (B) (6) 2008 and did not replace it. Follow up on the patient found that she is fine.